Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that no medication could be accessed, offline on remote support service. A field service engineer identified that the ethernet cable had been plugged into the wrong port. The cable was reconnected to the correct port, and the station began connecting and syncing properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system would not move past the blue carefusion screen, unable to access any medication. The customer stated that they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.